Event description:
A malfunction alarm was reported by the customer, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue persisted, which the customer acknowledged and understood.